Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing tones, and upon interrogation the device displayed elective replacement indicator (eri) with a charge time of 28.4 seconds. The last followup was 4 months ago at which time the device was at begining of life with a charge time of 6.4 seconds. The device was implanted 22 months. It was explanted and replaced.